Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. Possible lots reported, unknown at this time which lot is associated with the event: lot: 0002438493. Man: may 3, 2022. Exp: may 3, 2027. UDI: (B)(4). Lot: 0002722467. Man: ap 21, 2025. Exp: apr 21, 2030. UDI:(B)(4). Lot: 0002388154. Man: aug 24, 2021. Exp: aug 24, 2026. UDI: (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during implantation, the tip of a device inserter broke and remained in the patient. During the implantation procedure, the guide tip fractured during insertion or withdrawal and a fragment was retained. Intraoperative radiographic imaging confirmed the presence of the retained fragment. No information was provided regarding attempts to retrieve the fragment or additional intraoperative measures. The patient underwent radiographic evaluation; the patient outcome is unknown. No revision or removal has been reported. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.